Event description:
Operator cut a finger while trying to move the imt probe during troubleshooting. Treatment included tetanus shot and blood work for hiv, hcv, and hvb. Instrument operator did not follow operator's guide instructions for imt probe replacement. Evaluation of the event did not indicate a device failure.